Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the bipolar bisector stopped working after the first ligations. The connection and the device have been checked for visible failures and no cause of failure was identifiable. A replacement device was used and device worked properly. No pt complications were reported by the hospital.

Manufacturer narrative:
The visual inspection observed no non-conformities on the returned bisector. Resistance measurements were taken and results were found to be within its specifications. The simulated cautery test was conducted several times and the device functioned properly. The reported complaint could not be duplicated. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).